Event description:
A surgeon reported patient with an increase in astigmatism following arcuate incisions of the right eye. Additional information indicated an intra ocular lens exchange was recommended to treat reported event, however patient declined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).